Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure, capsulectomy.

Event description:
Patient reported right side "capsulectomy", capsular contracture baker grade unknown, and exchange of textured device due to patient's concern with the product. Healthcare professional later reported capsular contracture baker grade iii and exchange from textured to smooth due to product concern. Device remains implanted.